Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (4) 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from around the administration port area. The leak was identified during mixing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: device manufactured between march 12, 2020 to march 17, 2020. H10: four (4) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak at the spike port bonding area. The reported condition was verified. The cause was not determined; however the most likely cause was due to inadequate or lack of cyclohexanone being applied to the cap tubing when it was inserted to the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.